Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), found that the cardiosave intra-aortic balloon pump (iabp) had the doppler tether assembly that would not retract. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) discovered that the doppler tether assembly would not retract, to fix the issue he replaced the doppler tether assembly. Then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.